Event description:
It was reported that; doctor was performing a revision alif and removed a cage that had collapsed.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. Information regarding patient weight, lifestyle and post-op activity level is not available and cannot be evaluated. Conclusion: information regarding patient bmi, lifestyle and post-op activity level were not provided and cannot be evaluated. These may be contributing factors of early device failures.

Event description:
It was reported that; doctor was performing a revision alif and removed a cage that had collapsed.